Manufacturer narrative:
An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to the lack of diagnostic logs necessary to perform a comprehensive analysis. Based on investigation of analytic events, we have found that the issue is due to some device settings on user's side. Mmm app does not have separate or custom sound settings of its own. The notification sound completely depends on the device's sound and notification settings configured by the user on their phone. To assist with the resolution of the issue, we provided helpline team with the following steps: can you please confirm if notification settings are on for mm app. If not, please turn them on. They could be found under settings >notifications. Notifications are allowed, but alert style is set to none. If no alert type (lock screen, notification center, banners) is selected, sounds may not trigger visibly or audibly. Is customer using an apple watch. If yes, disable alerts on apple watch by going to watchnotifications mirror iphone alerts from disable for minimed app. We requested logs to be uploaded to investigate further. We are closing this ticket as we have not received any additional updates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial follow-up report. The updated additional information has been provided in below sections with this follow-up report. 1. Section h11 - updated additional investigation summary we were unable to conduct testing due to a lack of a pixel mobile device with android 13 to test. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The provided app logs contain only analytics data, no diagnostic logs were found. We were unable to conduct a thorough investigation due to lack of diagnostic logs necessary to perform a comprehensive analysis. Most likely cause is: notifications are not enabled in the app. Notifications are not enabled in the device settings. Issue status is unknown. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: notifications are not enabled in the app. To resolve this please try the following steps: minimed mobile menu settings notifications confirm if the option notifications from pump is enabled. Notifications are not enabled in the device settings. To resolve this please try the following steps: open device settings notifications app notifications minimed mobile make sure that allow notifications flag is enabled please make sure you follow these steps for the right application: minimed mobile if these steps do not help please upload diagnostic logs for further analysis. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was not receiving audible notification in their mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.